Manufacturer narrative:
Add'l info has been requested. Implant date approx 2007 or 2006. Without a lot number the device history record review cannot be requested at this time.

Event description:
Pt was implanted approx three (3) years ago with construct using vas and click x product at level t11 - s1. Pt was complaining of pain and returned to surgeon for a visit. X-rays showed two broken rods in the construct and pt had a large lytic lesion in l1 causing a partial erosion of the vertebral body at l1. Surgeon scheduled a corpectomy, removed construct hardware and noted there was a non-union. Surgeon replaced construct with other hardware.